Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient was on centrimag ECMO support when the console started to alarm. Someone immediately entered the room to check on the patient and the patient was not receiving any flow. Patient information not available in sales force. Customer switched out the cmag motor, console, flow probes, etc. And patient went back on support. There were no reported adverse events otherwise. It was s3 error - system alert.

Event description:
Related motor MFR #: 3003306248-2023-05072. Related flow probe MFR #: 3003306248-2023-05073.

Manufacturer narrative:
Section a1 was requested but was not provided. Manufacturer's investigation conclusion: the reported events of the centrimag console (serial number: (B)(6)) producing a s3 alarm and displaying zero flow were confirmed during evaluation of the returned unit. Upon arrival of the console, a log file was downloaded for review; the log file contained relevant information spanning from 10:07 on (B)(6) 2023 to 6:24 on (B)(6) 2023. At 6:18:25 on (B)(6) 2023, a m2 motor disconnected alarm was activated. Due to the console sensing that a motor was not connected, the pump stopped, and both the motor speed and flow values dropped to zero. Two seconds later at 6:28:27, a s3 system alert was also activated due to a sf_ifd_flow_data subfault; this subfault is indicative of the flow data not being properly transmitted. The motor disconnected alarm cleared at 6:18:35; however per design, support does not automatically resume following reconnection of the motor, and user input is needed at the console. At 6:20:23, a command was received to ramp up the motor speed from 0 rpm to 3200rpm. The speed ramped up as intended; however, the flow value remained at 0 lpm. The pump was removed at 6:24:22, which is consistent with the provided information that the patient switched to the backup equipment. During evaluation at the service depot, the returned console was connected to a test loop. Upon powering on, s3 system alert appeared with an audible alarm. The motor speed was increased and the pump was found to operate as intended; however, the console did not display flow, confirming the reported event. Further investigation determined that the flow printed circuit board (pcb) was not functioning as intended. The flow pcb was replaced, and the repaired console then displayed flow as intended. The repaired console was returned to the customer. The flow pcb was returned to product performance engineering (ppe) for further analysis. During evaluation with ppe, the flow pcb was connected to a test console. Upon powering up, a s3 system alert was again active. The motor speed was increased, but the flow remained blank ¿--.--". After review of the log file, a sf_ifd_flow_data subfault was observed, as previously seen in the downloaded log file. Further troubleshooting of the flow pcb¿s circuitry was unable to be performed due to the board being manufactured by a third party supplier. The root cause of the s3 alarm and zero flow was determined to be due to an issue with the flow pcb. The root cause of the observed m2 motor disconnected alarm and associated pump stop could not be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 and m2 alarms. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer report number 3003306248-2023-07160 was determined to be supplemental information to this event. Voluntary medwatch mw5145573 was received 26sep2023. No further information was provided. The manufacturer is closing the file on this event.